Event description:
It was reported that this pacemaker exhibited undersensing and loss of capture on the non-boston scientific right ventricular (rv) lead. Further follow up was recommended. Currently, this product remains in service and no adverse patient effects were reported.